Event description:
It was reported that a spectrum infusion pump falsely alarmed downstream occlusion. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom false downstream occlusion alarms, determined to be caused by a failed downstream sensor. The evaluation found that the downstream sensor current readings with a fluid filled set loaded were above specification, and that the downstream pressure plate gap was out of specification, which are both known contributors to false downstream occlusion alarms. The device was recalibrated to correct this condition.